Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2017 the patient's hemoglobin (hgb) was noted to be 5.0 g/dl, patient was called and asked to come to the emergency room (ed) for evaluation.  Patient came to ed on (B)(6) 2017 and admitted for further evaluation of possible gastrointestinal (gi) bleeding.  Gi consult on (B)(6) 2017 recommended esophagogastroduodenoscopy (egd) when inr is <1.6.  Patient given 2 units of packed red blood cells (prbcs) in ed on (B)(6) 2017. Patient was discharged to home on (B)(6) 2017 afebrile, stable vitals. No additional information available.